Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a transient ischemic attack occurred. On (B)(6) 2021 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 24mm watchman flx device with a deployed device diameter of 21 mm. On (B)(6) 2021, the patient was discharged on clopidogrel (75 mg /day) and aspirin (81 mg /day). Five-hundred-four (504) days post procedure, on (B)(6) 2023, the patient experienced unsteadiness, and blurry vision when they woke up in the morning. On the same day, computed tomography (CT) of the brain was performed. It was found that the patient experienced a transient ischemic attack. The patient was taking aspirin and was placed on anticoagulation medication in response to the event. On (B)(6) 2023, the outcome of the event was considered to be resolved.